Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: broken/damaged component: not observed openings on the provided photos. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a expander broke open at the seam. Device has been explanted and replaced with breast implant.

Event description:
Healthcare professional reported a expander broke open at the seam. Device has been explanted and replaced with breast implant.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device

Manufacturer narrative:
Correction to g3: aware date of supplemental medwatch #1. Aware date should have been listed as 06/04/2024.

Event description:
Healthcare professional reported a expander broke open at the seam. Device has been explanted and replaced with breast implant.